Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0yuwe, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that on (B)(6) 2015, her tailbone area started hurting when she was walking out of the grocery store and she could hardly sit and hardly bend over; it was back down by her buns. There was a sudden or gradual change in therapy/ symptoms noted. The patient still had the pain and she was on program 3 at 0.0v and she wanted to lower it to see if it helped. She checked the implantable neurostimulator with her patient programmer and her stimulation was on but she was actually on program 4 at 1.9v. The program was changed to 3 at 0.0v and it felt a little better. There was no fall, trauma or positional movement related to this issue. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, the event will be updated.